Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article that this patient was one of seven patients implanted with implantable cardioverter defibrillator (ICD) systems that required system explants due to infection. The explanted devices (or another resterilized device) were used externally, with a new transvenous defibrillation lead, for pacing and shock therapy until a new system could be implanted. This patient experienced no additional adverse patient effects outside of the infection and system explant.